Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient said they had a fall a few months ago and had not been able to recharge their ins since. Patient first thought they messed up their hip, so they went to the doctor that did their hip replacement, they said it wasn't their hip. Patient then went to see the spinal specialist who said it wasn't the spine. Patient thought the ins might have shifted as it's getting closer to their back and it would not recharge. Patient was seeing the 'reposition antenna' screen on the insr (patient confirmed their insr was recharging) and was not able to find fresh batteries to put in their patient programmer (pp) to try to connect. Patient said they usually charge their ins up every couple of weeks whether they were using the stimulation or not. Patient said they had tried keeping the recharger on for 24 hours one day and it didn't recharge the ins. The patient was redirected to their healthcare provider to further address the issue.  Patient services reviewed overdischarge, emailed the reps near the patient and provided patient with the physician listing web address.